Event description:
It was reported that during a percutaneous catheter myocardial ablation to treat an atrial fibrillation (af), a polarxfit catheter was selected for use. The movement of the diaphragm has weakened upon cooling the right inferior pulmonary vein. No further information was provided regarding the patient status. Procedure was able to be completed successfully with the original device. Catheter is not expected to be returned as it was discarded at facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.